Manufacturer narrative:
For this case the customer did not respond regarding further information or the return of the product and therefore no testing can be carried out at this stage. An automated system sends out two follow-up messages so that the customer is reminded to respond. In this instant the customer care expert (cce) also sent an additional follow-up email to the customer and no response was received. Therefore, it cannot be definitively be concluded that the pump caused low milk supply. If any information is received from the customer, which supports the investigation, a follow up report will be sent.

Event description:
Customer reported on (B)(6) 2023 from us alleging elvie pump is not giving enough milk. Customer doesn't mention any injuries or burns and has not confirmed whether medical treatment was required or not.